Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment of a broken output connector, both output connectors were broken. Analysis also noted that main label was damaged, device required battery shortening bar and display wire was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The device has been returned for service. There was no patient involvement.